Event description:
It was reported that a physician attempted an arteriotomy closure using the starclose device in the right common femoral artery. The physician was splitting the sheath down and the vessel locator button popped out. The physician reverted to manual compression. No patient injury reported.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.